Event description:
It was reported there was a purulent drainage from the patient's ipg site. Patient was placed on antibiotics and the issue has since resolved. Reportedly, the patient is doing well.